Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05067 / 05068).

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to pain and metallosis. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The returned product was evaluated and was found to have been manufactured within specifications. A visual examination of the received head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Returned parts were measured and the size of the head was found to be within print specification. The spherical radius of the cup was found to be out of print tolerance, which is not unusual after extended use. Roundness of the cup was found to be out of print tolerance, but this can occur as a result of the removal process. The parts are both checked several times during manufacture for roundness and deviation history as well as DHR for each part indicates that there were no problems during manufacturing.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided. Date implanted - unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to pain and metallosis. The modular head and acetabular cup were removed and replaced.